Manufacturer narrative:
(B)(4). Batch # p93k3v. Device analysis: the analysis results found that the el5ml device was received with the cam damaged. In addition, the tyvek was returned along with the instrument. Due to the condition of the device, no functional testing could be performed. The instrument was disassembled. Upon disassembly, no anomalies were found and 7 clips were found inside clip track. Possible causes for the condition of the cam damaged is due to improper handling; it appears that the device hit a hard surface and this caused the reported event all ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was stuck in the open position in the abdomen. Because the surgeon could not close the jaws of the device, the surgeon had to remove the device along with the trocar to take it out the abdomen. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient.